Manufacturer narrative:
The complaint device was received and forwarded to the supplier for investigation. Visual observation of the electrode revealed that the device showed signs of expected activation. There is evidence of melting at the distal section of the manifold and return brace form the 12 o¿clock to 3 o¿clock positions. The sharp edges of the tip profile indicate that the device had not been activated for a lengthy period. Functional testing could not be carried out due to device condition but the device passed all electrical tests. The damage to the manifold is consistent with other lps devices that have been investigated under a previous supplier CAPA for melted manifolds. Root cause: the design is such that the operator requires a specific aptitude to ensure the glue wicks successfully this aptitude was not previously ensured by the electrode design. Electrodes without adhesive would prefer to fire up internally. Corrective action: awareness retraining, clip application video retraining has been provided to the operators. A supplier CAPA has been opened to further investigate this issue. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that was released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is not available currently.

Event description:
The sales rep reported that during an acl procedure the tip of the customer's vapr s90 4.0mm electrode with integrated handpiece exploded in the patient's knee. The sales rep stated that there was sparking and arcing. The sales rep stated that the issue occurred towards the end of the case. The sales rep reported that the surgeon was near complete with the procedure when the issue occurred therefore did not need to use another device for the rest of the case. The sales rep reported that there were no patient consequences but there was a seven minute delay. The sales rep stated that the generator settings were set at default and that bornoch was used for suction. The sales rep stated that the surgeon used the device intermittently and was not near metal. The sales rep confirmed that the device was activated in the patient. The device will be returning for evaluation.